Manufacturer narrative:
Product ID 3889-28, lot# v825808, implanted: 2011 (B)(6), explanted: 2015 (B)(6); product type lead. (B)(4).

Event description:
A healthcare provider (hcp) for a clinical study reported the patient reported right sided deep aching back pain along the posterior aspect of the right leg down to the ankle on (B)(6) 2014. The pain was worse with sitting. The patient was instructed on how to adjust and turn the device off; she was also instructed to consider turning the device off with onset of the pain and see if the pain resolved quickly and returned with turning the device back on. On (B)(6) 2015, interrogation was done at the clinic visit and impedance of the leads was greater than 4000 at that time. An x-ray was performed and the results were abnormal and indicated the lead was displaced. The patient had a loss of therapeutic effect; her urinary symptoms were almost at baseline of the initial symptoms she had prior to device placement. The patient's lead was replaced on (B)(6) 2015. The event was considered resolved without sequelae. Indication for use was reported as urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. The cause of the lead displacement was not reported regarding this event. Follow up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.